Manufacturer narrative:
The axium coil has not been returned; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium non-detachment during a procedure. It was reported that the axium fc-5-8-3d was placed in the aneurysm. Detachment was attempted using an instant detacher, but was not successful. A second instant detacher was attempted and was also unsuccessful. Five detachments were attempted with each detacher (total of 10 attempts.) Manual detachment was not attempted. Therefore, the coil was removed. The procedure was stopped. The patient later underwent treatment a different day.

Manufacturer narrative:
Patient information was unavailable from the site. Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, axium coil pushwire returned and found that the axium implant coil was detached and missing from the pushwire. Instant detachers were not returned for investigation as they were discarded. The pushwire appeared to be broken at the proximal end; with the actuator interface (ai), coupler tube, and positive load indicator were missing and not returned. The pushwire also found to be broken at the break indicator with the release wire extending out from the proximal end; it appeared that the manual detachment method was performed. Pushwire found to be bent at multiple locations from the proximal end. The coin was not located against the lumen stop with the shield coil intact. All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis findings and reported information, the cause of the non-detachment could not be determined. The pusher found to be bent, kinked and broken. However, the cause for damages could not be determined. Since the ai, coupler tube, implant coil and instant detachers were not returned; therefore, any contribution of the ai, coupler tube, implant, instant detachers to the issue could not be determined. It is possible the break in the pushwire at break indicator may have led to a momentary pulling back of the release wire, which may have led to the detachment of the implant coil from the pushwire. Per our instructions for use (IFU): "if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ related MDR for this event: 2029214-2019-00258 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.